Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise. The noise on the ra channel was oversensed and resulted in inappropriate atrial tachy response (atr) mode switches. An health care professional (hcp) contacted boston scientific technical services (ts) and inquired if the noise was consistent with oversensing related to the minute ventilation (mv) feature. Ts discussed that the noise did appear consistent with oversensing related to the mv feature. It was reported that mv was programmed off and no further episodes of noise have been observed and pacing impedance measurements for both leads were stable and within normal limits. No adverse patient effects were reported. This product remains implanted and in service.